Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with the baxter customer services, the following information was provided. On (B)(6) 2012, the patient had abdominal pain and cloudy peritoneal dialysis effluent culture and on the same day the patient was diagnosed with peritonitis. The patient was treated with vancomycin 2gr intraperitoneally, gentamicin 40mg intraperitoneally daily, fortaz 1 gm intraperitoneally, cefazoline 1 gm. On (B)(6) 2012, the patient was hospitalized for worsening of abdominal pain, cloudy peritoneal effluent culture and unresolved peritonitis. On (B)(6) 2012, the patient experienced infection and fever. Treatment rendered for the events in the hospital was unknown. The patient was still hospitalized and recovering. A causality statement was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k16092, h11k06036 and h11j15062. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.